Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that error e226 was caused by the failure of the scope used in combination. The cause of the faulty scope could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer however, returned scope bh-h190, serial number (B)(4). Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite ii video system center intermittently received an e226 scope communication error. The issue was found during preparation for use. Troubleshooting was performed and the customer reported that the issue was resolved. There were no reports of patient harm.